Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-05222. It was reported that the stylet could not be taken out of the lead during implant procedure. As a result, the stylet was left in the lead which was implanted. It is unknown which lead is liable so both leads are reported.

Event description:
Related manufacturer reference number: 1627487-2019-05222.